Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a finish loading alarm. Blood glucose level at the time of the incident was 400 mg/dl. Customer was able to clear the alarm. Caller also reported a bent cannula. Blood glucose level at the time of the incident was 380 mg/dl. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No unexpected finish loading alarm noted during the testing.